Manufacturer narrative:
(B)(4). The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The root cause could not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified in the log. The alarm occurred on (B)(6) 2014, at 13:27:15 during the night drain cycle five. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No further information was available.